Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an system error during infusion restart during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported "system error during infusion restart pump" was reproduced as a 'system error 110'. A review of the event history log revealed 'system error 110' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be loose gear screws. The gears require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.